Manufacturer narrative:
(B)(4). A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, missing o-ring (reservoir tube), cracked reservoir tube window and cracked case at reservoir tube window corners.

Event description:
Customer reported via phone call that the insulin pump had broken and seal was gone. Customer's blood glucose level was unknown. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare professional¿s instruction. Insulin pump will be returned for analysis and a replacement pump will be sent.